Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Dry body fluids. The analysis results of the device found that it was difficult to cycle due to the accumulation of dried body fluids. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The found issue was related to an in use condition that is independent of the manufacturing materials and/or methods. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip applier was defective and firing a clip and then not firing a clip. The second clip applier of another product was fired then locked on the tissue. The device was cut from the tissue. It is unknown how the case was completed. No adverse consequences reported. No other details are available.